Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The navlock was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned tracker had galling inside the handle not allowing the insertion of known good instruments. Otherwise, with markers attached and fully seated, the tracker returned a good geometry error with normal tracking. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site had two instruments that were not functioning properly prior to the case. They were not sliding smoothly when used in conjunction with the other items from the navlock tray and would often cause the pairing to get stuck together. There was no patient present at the time of the event.